Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. A dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. However, current production samples of catalog number 41893 were tested according to tp-0183 used to release the production parts, and no issues were found that could lead to the condition reported by the customer. The device history record showed that there were no issues related to the complaint description neither on the product nor its components during the manufacture of the material. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed based only on the information provided. The failure mode was duplicated by damaging the thread of a production component 10998 jar sample; and during tp-0183 test it was observed the leakage issue as it is described on this customer complaint.

Event description:
The customer alleges that the nebulizer mask is leaking and does not make steam. No patient injury reported.